Event description:
It was reported that the patient was explanted because he had a non-epileptic seizure disorder so he did not need the device and just wanted it explanted. It was also reported that the vns generator was not working since last year. The device history report was reviewed and no non conformances were found. The explanted vns lead and generator were returned to the manufacturer and product analysis was performed. Abraded openings were found on the outer and inner silicone tubes of the vns lead. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is evidence of abraded inner tubing openings in the returned portions of the vns lead. Product analysis is still being performed with the vns generator.

Event description:
Attempts were made to the physician for additional information. The physician stated that no new information could be given since the patient was not seen since 2011.

Event description:
Product analysis on the generator was completed on (B)(6) 2013 and revealed that an end of service warning was verified and found to be associated with the pulse disabled by the pulse generator. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.